Event description:
It was reported that upon interrogation the implantable cardioverter defibrillator (ICD) revealed a code 1005, indicating an open circuit condition. It was noted that the shock impedance measurements were measuring greater than 145 ohms on this right ventricular (rv) lead. The patient was in hospital after the shocks were delivered. The delivered shock accelerated uncorrelated ventricular tachycardia (vt) rhythm into ventricular fibrillation (vf) and the next shock was also delivered in initial polarity with out-of-range impedance and the rhythm was converted. X-ray imaging was performed and analysis suggested to have this lead replaced. Subsequently this rv lead was surgically abandoned, and a new lead was successfully implanted. No additional adverse patient effects were reported.